Manufacturer narrative:
The needle pk1911 ous nav pack trocar was returned for analysis. Analysis found that the complaint was confirmed. Both needles had the tips broken off. (B)(4). Event initially captured in 1723170-2022-00838. Both needles inadvertently submitted in same report. This report is for the second needle. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that there were broken pak needles. The patient was undergoing an l3/4 percutaneous posterior fusion. The needle was used under stealth guidance to access the pedicle prior to insertion of k-wire and screw. One needle was used per side. The k-wire was placed successfully at l3 but the surgeon encountered difficulty progressing the needle through the pedicle of l4. The surgeon noted that the patient had particularly hard, sclerotic bone. Initially the surgeon believed the pak needle may have bent. When the surgeon withdrew the needle it was discovered that approximately 5cm of the cannular was retained in the patients' pedicle. This reoccurred on the opposite side l4 pedicle with approximately 4cm of the needle canular being retained in the patients' pedicle. A high speed drill and tool was used to burr bone around the pedicle to expose enough of the retained cannular to be able to grasp and remove with a forcep. The surgery continued with successful placement of pedicle screws in both left and right l4 placement, it was unknown if the amount of bone that had to be removed in order to remove the cannular would have an impact on the strength of the screw. There was approximately 1 hour and 45 minutes of surgical prolonging and anaesthetic time. The surgeon mentioned that they had used the needle previously and felt this one was flimsier and not as strong as the model it replaced. The surgeon noted this model was more likely to bend or deform than its predecessor. It was unknown if an inaccuracy occurred with optical tracking. Imaging was used without incident and it was unknown if there was any patient or user harm. The patient status at the time of report was alive with no injury.

Manufacturer narrative:
H10: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunction. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
MDR decision corrected to not reportable. No additional supplemental reports will be required unless additional information received indicates reportable event.